Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect: (B)(4) hypersensitivity/allergic reaction. Imdrf annex f code health effect: impact code: (B)(4) unanticipated adverse device effect imdrf annex a code medical device problem code: (B)(4) adverse event without identified device or use problem ((B)(4)).

Event description:
Material no.: 930815 batch no.: unknown. It was reported that 3 patients experienced itching under the dressings after chloraprep had been used. Or nurse at [omitted] states they perform hand and arm surgeries and use the 26ml sterile chloraprep applicator 930815. She reports have 3 patients in the last 10 days experiencing intense itching under the dressing after surgery. The arm is cleaned with chloraprep from hand to elbow prior to surgery and then a dressing is applied from fingers to hand. She states they have been using this product and want to know if we made any changes to the solution due to the sudden frequent occurrences. Response informed that no changes have been made to the chloraprep solution. We have only made changes regarding sterilization of the product. Discussed that some patients are allergic to the solution, and if the itching is only localized to the area where the solution was used, that may be an indicator. Informed that this information would be send to out complaints department. Case forwarded to product complaints via email.